Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument only fired partially. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.